Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 3.4, reference: 2.3, mean: 2.85, confidence limits: 1.7-3.8. Analysis of customer's data revealed that inratio and reference test results comparison did meet accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required. Per general description of complaint, patient is taking aspirin and just started a new pain medication. Per product user guide, "certain prescription drugs and over-the-counter medications (e.g., antibiotics, pain relievers) can affect the action of oral anticoagulants. Starting, stopping or changing the dose can affect the inr value." Patient's medication may have contributed to the unexpected test results. (B)(4). Action threshold (B)(4) was reached. From 08/19/2010 to 03/28/2011, there have been eight therapeutic and three normal donor sample tests performed. Test records indicated that all strip test results met product performance when compared to the results from in vivo tests. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 3.4, lab: 2.3.